Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), abdominal adhesions ("essure cause my insides to be covered on adhesions, fused my intestine and appendix together"), fatigue ("fatigue") and memory impairment ("forget my words in the mid sentence"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and headache had resolved and the abdominal adhesions, fatigue and memory impairment outcome was unknown. The reporter considered abdominal adhesions, fatigue, headache, memory impairment and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :adhesion, fatigue, headache, memory impairment and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), adhesion ("essure cause my insides to be covered on adhesions, fused my intestine and appendix together"), fatigue ("fatigue") and memory impairment ("forget my words in the mid sentence"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and headache had resolved and the adhesion, fatigue and memory impairment outcome was unknown. The reporter considered adhesion, fatigue, headache, memory impairment and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adhesion, fatigue, headache, memory impairment and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.